Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
During primary total right knee surgery, the tip of the "self-drilling half pin apex" broke off and was left in the patient.

Manufacturer narrative:
The reported event that a self-drilling half pin apex ø 3mm, 110 x 25mm was alleged of breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by the selection of the wrong pin size. It is recommended by the operative technique to use a 5 mm pin in the femur and in the tibia. In the present event a 3 mm pin was used, which is a clear contradiction of the instructions given. As the femur and tibia are stronger bones than the forearm, it will create a higher resistance to pin insertion and so, to prevent events like the present one, a higher diameter pin must be selected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During primary total right knee surgery, the tip of the "self-drilling half pin apex" broke off and was left in the patient.